Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed to power on and the device's software was reloaded to address the issue. During further evaluation of the device, a ventilator inoperative condition occurred. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed to power on. The device was not in patient use. The device was returned to a third-party service center for evaluation, and the customer's complaint was confirmed. A review of the device's downloaded event log revealed ventilator inoperative codes. The device's software was reloaded to address the issues.